Event description:
We rec'd a product from codman, a division of johnson and johnson medical ltd. The product is the isocool bipolar forceps handle. This product came with no cleaning or sterilization instructions. In the product literature it refers me to customer service ref#204233. When I contacted the co to get cleaning and sterilization instructions, the rep said that codman does not provide them and that we should use whatever method we usually use. The co should provide validated sterilization instructions to me and they have not. Can you help?